Event description:
While performing a cataract removal, the phaco machine would not engage in phase three. As the surgeon released the pedal, a sudden burst of phaco power caused the capsule to be pulled into the phaco operating tip causing a capsular tear. Dr performed a vitrectomy for repair.